Manufacturer narrative:
Evaluation summary: no sample was returned as the device remains implanted, therefore, the condition of the product could not be verified and visual inspection cannot be performed. The device history record (DHR) for the batch was reviewed. No abnormalities were found during the DHR review and the product was released according to release criteria. Because a sample was not returned, the root cause cannot be determined. There have been no other complaints reported in the lot number. Additional information has been requested. (B)(4).

Event description:
A surgeon reported following a glaucoma filtration device implantation, the tip of the device was touching the iris. The surgeon stated "the adhesion was detached one day postoperatively." Additional information was requested.